Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the reported issue (gall stones stuck in basket), likely occurred due to the following mechanism: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the described above 1, the basket was deformed, and the operating pipe was broken at the welded portion. Furthermore, it was determined that the operating wire and tube sheath were severed by a tool, to use the emergency lithotripter. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break, and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. A lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Lower the endoscope¿s forceps elevator when performing lithotripsy. If lithotripsy is performed when the elevator is not lowered, the scope or the instrument may break and/or the calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Do not use this lithotripter bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotripter. The basket wire etc. May break and part of this lithotripter may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. The operation of the mechanical lithotripter bml-110a-1 is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard and the basket wire or mechanical lithotripter is damaged, lithotripsy cannot be continued. Use the bml-110a-1 with the understanding that its basket wire could become damaged, and that open surgery may have to take place. If the calculus is too hard, it is possible that the damage shown below (see figures 5.1, 5.2 and 5.3) and other damages may have occurred. In addition, before using the bml-110a-1, thoroughly review its instruction manual and use it as instructed.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus. The operating wire and pipe were pulled out of the sheath. The operating wire broke about 1,790m millimeters (mm) from the tip of the basket, and the operating pipe broke at the brazed section of the operating wire. There was no problem with the brazed condition of the break nor was there any abnormality noted when the outer diameter of the fracture was measured. The fracture surface of the operating wire was shaped as if it had been broken by a mechanical load. The coil sheath at the insertion point broke about 1,625 mm and 1,663 mm from the tip. The fracture surface of the coil sheath was shaped as if it had been broken by a mechanical load. The basket was also deformed. Since the actual device was already damaged, it was not possible to confirm the reproducibility of the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that stone incarceration occurred while using the single use mechanical lithotriptor v during a therapeutic endoscopic retrograde cholangiopancreatography and lithotripsy procedure. The stone was about 4 centimeters in size and could not be retrieved. The basket wires were cut and was successfully removed. No part of the device fell inside the patient. The procedure was cancelled and future treatment would be reconsidered. There was no harm or user injury reported due to the event.